Manufacturer narrative:
As reported, an "oily substance" (fluid) was noted at the bottom of the battery compartment of the hydrosurg plus irrigator during the procedure. The actual complaint sample was not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. This emdr represents device #1, another emdr has been submitted to represent device #2. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, the bard/davol hydrosurg plus irrigator was used. After setting up the bard/davol hydrosurg plus irrigator (device #1), the or staff noticed it leaking an "oily substance" (fluid) at the bottom of the battery chamber and it was removed. As reported, another bard/davol hydrosurg plus irrigator (device #2) was used and the same issue was noted. As reported, the device was removed and a third hydrosurg device from a different lot was used to complete the procedure. There was no reported patient injury.